Manufacturer narrative:
MFR's report date: 06/27/2014. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported the tubing separated from the upper filament and leaked during an IV fluids infusion. This occurred when a new bag was being spiked. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.